Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was required to recharge the device more frequently than the recommended amount. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the issue was resolved post operatively.